Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. (B)(6).

Event description:
The customer reported an alarming issue with icca. The device was in clinical use however, no patient or user were harmed.

Manufacturer narrative:
This record was initialy reported due to a lack of information regarding a potentially reportable situation. Additional information was received which clarified that no reportable event occurred. This record has been deemed not-reportable.